Event description:
It was reported that the device was explanted. Reportedly, the device had a leaflet perforation. The specific reason for the explant is unknown.

Manufacturer narrative:
Device not returned.